Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was "reported" that the bd ultra-fine¿ insulin syringe was unable to aspirate. The following information was provided by the initial reporter, translated from portuguese to english: syringe of 50 units of 6ml 4 units adding the two packages he discarded the first package the product does not aspirate he can not remove the liquid he made the purchase at drug store drug/substance involved in the event trinix.

Event description:
It was reproted that the bd ultra-fine¿ insulin syringe was unable to aspirate. The following information was provided by the initial reporter, translated from portuguese to english: syringe of (B)(4) units of 6ml (B)(4) units adding the two packages he discarded the first package the product does not aspirate he can not remove the liquid he made the purchase at drug store drug/substance involved in the event. Trinix.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer-indicated issue as no evidence related to the reported failure was observed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.